Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo a pocket revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient did not like the responsibility of charging the ipg.

Event description:
A report was received that the patient will undergo a pocket revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated due to pocket pain. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a pocket revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a pocket revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient will also undergo an ipg replacement procedure.

Event description:
A report was received that the patient will undergo a pocket revision procedure for an unknown reason.